Event description:
Upon opening the chemotherapy transport bag, noted large amount of chemotherapy had leaked out of 5 fu chemo bag. A small amount of chemotherapy splashed out of bag onto the table and floor. Caused a 1-hour delay for patient's treatment.